Event description:
Additional information received: reportedly, the patient was under antiplatelet therapy prior to thrombus diagnosis and there was no bleeding issues which require treatment with blood products. The antiplatelet therapy was stopped and oral curative anticoagulant treatment (noacs) was started the same day ((B)(6)). The patient did not require hospitalization to receive the anticoagulation treatment. Per the last echo performed ((B)(6)), the situation was stable compared with the previous one ((B)(6)); however, the patient was still under follow-up (further ultrasound check up and relay with oral vitamin k antagonists). The patient was alive and did not present symptoms.

Manufacturer narrative:
Update: b5 (describe event or problem) , b7 (other relevant history, including preexisting medical conditions).

Event description:
Edwards received notification that degeneration of aortic bioprosthesis with moderate leaflet mobility and moderate stenosis subsequent to valve thrombosis after two (2) years and eleven (11) months of implantation was observed on this inspiris resilia valve model 11500a23. Reportedly, CT scan and echo images after performed during follow-up visit after eleven (11) months of implant duration were in favor of bioprosthesis thrombosis . As reported, a gradient elevation on the inspiris bioprosthesis was discovered, passing from an average gradient of 13 mmhg (6 months after surgery) to 30 mmhg (one year after surgery). Mean gradient was 26 mmhg on the three-years follow-up echo. Reportedly, the patient was under antiplatelet therapy prior thrombus diagnosis and there was no any bleeding issues which require treatment with blood products. The antiplatelet therapy was stopped and oral curative anticoagulant treatment (noacs) was started. The patient did not require hospitalization to receive the anticoagulation treatment. The patient remained asymptomatic (with slightly limitation while climbing flight of stairs without stopping or jogging) and under anticoagulation treatment with vitamin k antagonists on three-years follow-up visit.

Manufacturer narrative:
Additional manufacturer narrative: valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on an anticoagulant to treat thrombosis. The root cause of this event cannot be conclusively determined with the available information. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, an appropriate investigation will be performed.

Event description:
Edwards received notification that high gradients due to valve thrombosis were observed on this inspiris resilia valve model 11500a23 after an implant duration of 11 months. Reportedly, CT scan and echo images performed during follow-up visit were in favor of bioprosthesis thrombosis. As reported, a gradient elevation on the inspiris bioprosthesis was discovered, passing from an average gradient of 13 mmhg (6 months after surgery) to 30 mmhg (one year after surgery). Per the ecrf, the patient did not present symptoms and curative anticoagulant treatment was started. The issue was noted as to be ongoing.

Manufacturer narrative:
H11: corrected data: corrected section h6 (investigation findings, investigation conclusions).